Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needs to be upgraded to 1.06 and the downstream occlusion seal is peeling off. There was no patient involvement.

Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 26-feb-2025. B3: unknown; year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.